Event description:
It was reported the customer had several hospitalization events. Customer reported being hospitalized on the first of the month for several months. Customer recalled being hospitalized in (B)(6). The customer stated their blood glucose at the time of admission was 1000 mg/dl and for another event, 800 mg/dl. The customer reported being nauseous, vomiting, and dehydrated prior to their hospitalizations. Customer also stated they went into diabetic ketoacidosis while at the hospital. The customer was treated with an IV at the hospital. It was also found the customer had a bent cannula upon removal of their infusion set. Customer also stated their cannula was occluded. Advised the customer to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.